Event description:
Hewlett packard defibrillator charged to 30 wattseconds at physician's request. Physician unable to discharge on two attempts. Defibrillator discharged properly on third attempt.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: manufacturing, telemetry failure, unanticipated, defibrillator paddles. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.